Manufacturer narrative:
The device was evaluated on-site by a field service specialist, from which the reported blue screen malfunction could not be replicated. The transcoders were replaced to minimize any future reoccurrence of this issue.

Event description:
It was reported that blue images present on screens during a case resulted in full loss of image. There was no report of injury or other negative health consequence to any patient. Submission of this report does not, in itself, represent a conclusion that the medical device caused or contributed to an adverse event.